Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. (B)(4).

Event description:
Per e-mail report- we just had an insorb malfunction during our case. It stopped working at staple 15. Further statement- "the device was used in her operating room during our bil. Removal and replacement of implants with breast reshaping. The lot number of the device that malfunctioned was 191301. It was just that one that malfunction but dr. Duncan said that the other one she had to open up to use would trigger but not staple on several occasions." (B)(4).

Manufacturer narrative:
Reference: (B)(4). Investigation: x-initiated manufacturer's . X-review DHR. X-inspect returned samples. Analysis and findings: distribution history: the complaint product was manufactured by epc for incisive surgical starting on 3/28/2019 and packed 4/1/2019 under work order (B)(4). Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: a copy of the of the DHR was obtained from the csi share-site and no abnormalities were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the attached 2-year complaint history did show similar reported complaint conditions. Product receipt: the complaint product was received and noted in dataworks as 7/3/2019. Visual evaluation: visual examination of the complaint product was performed, and no abnormality was noted at the time of investigation. Functional evaluation: functional evaluation was performed and deployed remaining staples. The insorb stapler functioned as intended, reported event was not confirmed. Root cause : review of past similar complaints for this product determined that the is inconclusive. Correction and/or corrective action: coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time.

Event description:
Per e-mail report- we just had an insorb malfunction during our case. It stopped working at staple 15. Further statement- "the device was used in her operating room during our bil. Removal and replacement of implants with breast reshaping. The lot number of the device that malfunctioned was 191301. It was just that one that malfunction but dr. Duncan said that the other one she had to open up to use would trigger but not staple on several occasions." Reference : (B)(4).